Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic with pectoral muscle stimulation. Interrogation of the pulse generator noted that the right ventricular (rv) lead was oversensing noise which resulted in pacing inhibition. The rv lead also exhibited an impedance problem. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.

Event description:
New information received notes that the rv lead also exhibited high pacing impedance measurements.